Manufacturer narrative:
The device was not returned for investigation. The user believed manta was not the cause of the dissection and that the multiple sheath exchanges created the dissection prior to the manta deployment. A bare metal stent was placed to address the dissection. From the complainant report, the post deployment angiograms shows a dissection present 2-3mm distal to the access. The angiograms were obtained by essential medical and confirmed a dissection was present. Additionally, it was noted the vessel was diseased and following stent placement there was good flow with no dimpling after the stent was placed. The lack of dimpling after stent placement would further support that the vessel stenosis was only caused by the dissection and not the manta implant in the vessel. Additionally, the dissection was identified distal to the access site. Manta caused dissections would be identified proximal to the access site caused by the manta catching the vessel during deployment withdraw. Based upon the vessel being diseased and dissection distal to the access site, it is likely that multiple sheath exchanges was the root cause. The IFU lists ischemia of the leg or stenosis of the femoral artery; and other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention as possible adverse events. Based upon the investigation concluding this dissection was not caused by manta, risk documentation and occurrence rates will not be calculated. The device history was reviewed, and no non-conformities were identified. Based on the information reviewed, there appears to be no product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The us IFU lists dissection and other access site complications requiring endovascular intervention as a possible adverse event related to vascular closure devices. An investigation has been opened to review device history record, risk documentation, and case imaging.

Event description:
A tavr was performed on a male patient on (B)(6) 2019. There was hemostasis at the access site following deployment of manta 18f. A post closure angiogram was performed and a dissection was detected approximately 2-3mm distal to the closure site. The angiogram showed that manta was not considered to be a cause for the occlusion. The physician placed a bare metal stent (bms) at the site of the dissection and flow was restored. Due to the proximity of the dissection to the closure site, the bms covered the closure site as well.